Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. However, device had cracked and detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was loose. Customer's blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that they were trying to refill he reservoir and set and as they were pushing the insulin through the set, the plug that goes forward, went backwards and the back end was separated. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.